Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: concern with alcl, rupture, and capsular contracture, baker grade unknown.

Event description:
Patient reported left side rupture, anxiety due to danger of bia-alcl, and position correction from capsular contracture, baker grade unknown. The device was explanted.